Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage in the reservoir compartment. The customer¿s blood glucose was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads and broken reservoir tube lip. (B)(4).